Manufacturer narrative:
(B)(4).

Event description:
It was reported the t2 would not stay secured. A backup device was readily available. There was a delay of less then 30 minutes. No patient injuries were reported.

Manufacturer narrative:
One curved ultra fast-fix assembly was returned for evaluation. Visual assessment showed the depth straw has been trimmed to the surgeons desired length. T1 is free from the needle and the suture has been pulled out of the fixed straw. T1 was reloaded onto the needle and a shake test was performed, t1 remained on the needle. T2 remains in its customary position on the insertion needle. The device was then tested for deployment of using a rubber meniscus model, each t deployed as intended. The device was not returned in the condition of the reported complaint of t2 pre deployment. Due to these observations no root cause related to the manufacturing process can be established. Further investigation is not warranted at this time.